Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported the implant was in place for 2 months in ada site #30 of the patient's mouth, no bone graft was placed as well as immediate loading procedure was not used. The implant failed. A new one was accepted. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported the implant was in place for 2 months in ada site #30 of the patient's mouth, no bone graft was placed as well as immediate loading procedure was not used. The implant failed. A new one was accepted. There were no reported patient injuries or complications.